Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed power on reset events recorded on (B)(4) 2014. On examination, the battery compartment was intact without damage. A battery cap was not returned with the pump for investigation and a test battery was used to complete testing. The pump was able to maintain power throughout the investigation. The pump was opened for investigation and a did not reveal any evidence of damage, defect or contamination of the interior pump components, including the power circuit. Investigation did not duplicate the reported issue and the pump was found to be performing within the required specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging a power issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).